Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus france (ofr). Ofr sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the air/water channel of the subject device tested positive for gram-positive bacteria (1cfu/endoscope). The testing result cleared the french guideline. Ofr checked the subject device and found followings. - there was leakage from the instrument channel. - the insulation of the distal end resistance value was out of specification. - the glue of the light guide lens was broken. - the distal end cover was worn out. - the glue of the bending rubber was worn out. - the connecting tube was kinked and deformed. - the rubber of the remote switches 1 was perforated. - the universal cord had wrinkles. - the instrument channel was pierced. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of three microbiological testing by the user facility, following microbes were detected from the sample collected from the all channels of the subject device. Pseudomonas aeruginosa (>100cfu / endoscope). Klebsiella pneumonia (60cfu / endoscope). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 4, using peracetic acid. There was no report of infection associated with this report.